Event description:
Customer called to report unexplained high bgs. Troubleshooting was performed. The unit did not have an alarm during the tip test. However, the lead screw test passed and the insulin exited. Customer declined further testing. A replacement pump was requested.